Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Due to the anonymous nature of the report, tandem customer technical service unable to obtain additional information regarding the issue. No additional patient or event information was available.